Manufacturer narrative:
The investigation determined that multiple, non-reproducible, unexpected vitros amon quality control results were obtained on a vitros 5600 integrated system. An ocd field engineer replaced the cm/rt incubator rotor, updated correction factors, and completed a preventative maintenance procedure for the microslide processing subsystems which includes incubator cleaning to return expected performance. The investigation determined that the most likely root cause of the event is analyzer related due to microslide incubator contamination. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained multiple, non-reproducible, unexpected, vitros amon quality control results on a vitros 5600 integrated system. Qc fluid lot c1730 = 114.7, 158.7, 90.1, 97.0, 119.2 vs. An expected result = 43.3 mmol/l; qc fluid lot d1731 = 82.1, 8.8 vs. An expected result = 188.0 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).